Manufacturer narrative:
Results and conclusion summation - angina and mi are known adverse events associated with coronary stenting as noted in the rx xience v IFU. These known patient effects are not necessarily an indication of a product quality issue. In this case, it is likely that the angina resulted from the myocardial infarction, which was treated with ptci and resulted in the additional hospitalization. There does not appear to be any indications of a stent delivery system quality problem as there was no reported device malfunction. A conclusive root cause for the reported patient issues and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient returned to the hospital with midsternal chest pain. An ECG was performed, which revealed non-st-elevation myocardial infarction (non q-wave mi). Angina class is unstable angina class I. Ptci was done to treat the patient. No additional event or patient information is available.